Event description:
It was reported that a user experienced repeated scan errors when attempting to start a new glucose sensor in the ilet app, despite confirming nfc was enabled, app-to-ilet connectivity, updating the app, reinstalling the app, and restarting the phone; the sensor ultimately scanned successfully after additional user-led repositioning. Symptoms included no reported adverse physiological effects. Outcomes included no impact to health and no need for medical intervention or hospitalization. Investigation included technical troubleshooting and user education performed by customer care. Investigation of this case revealed an intermittent inability of the app to recognize the sensor scan, with a potential sensor insertion or alignment issue suspected before successful pairing. It was concluded that the device functioned as intended after successful scan and warm-up, with no evidence of a device malfunction requiring further action.